Manufacturer narrative:
Unit was received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit was received with missing o-ring (reservoir tube). Unit was also received with cracked case at display window corners and minor scratches on lcd window.

Event description:
The customer reported via phone call that a corner broke off from the insulin pump's reservoir compartment. The customer was unable to lock the reservoir in and the rubber band also came off. Customer's blood glucose level was 148 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.